Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine clinic visit, low r-wave was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2016. Patient tolerated procedure well with no complications.